Event description:
Pt to have vp shunt removed. During the removal of the distal catheter, some resistance was noted as the catheter was being pulled. Once the catheter was removed, it was noted to measure 114cm. Initial catheter length was 120cm...approx 8 cm was unaccounted for....this piece was unable to be palpated along the abdomen or neck. Xray was brought in and it was confirmed that approx 8 cm of the distal catheter broke and recoiled into the peritoneal cavity. Pt required a return to operation room for removal of distal portion of catheter from the peritoneal cavity.